Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose level of 280 mg/dl. The pump was reset, and the customer continued to use the pump for insulin therapy.